Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a watchman procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to 16f, and the watchman procedure was completed. Reportedly, post procedure the first suture broke during advancing the knot. The second suture was advanced to the vessel wall and hemostasis was achieved. A figure of 8 stitch was used as a precautionary measure only as complete hemostasis was achieved with the one prostyle suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.